Event description:
The customer husband reported that the customer had a hospitalization on (B)(6) 2015 due to unexplained high blood glucose levels. The husband mentioned that the customer was hospitalized two week prior due to a broken wrist, a high fever and a lung infection. Medication was prescribed and blood glucose level has been high since. The customer's blood glucose level at the time of the hospitalization was 348 mg/dl, but the most current blood level was 450 mg/dl. The customer was experiencing chest and shoulder pain, which led to husband calling for emergency medical service. The husband had removed the customer insulin pump when admitted to the hospital, because she was being treated with IV. Troubleshooting was performed and the drive support cap and all settings appeared to be normal.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.